Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the circumstances of the procedure. The reported patient effect of thrombosis is listed in the xience sierra, everolimus eluting coronary stent system (eecss) instructions for use (IFU) as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other two xience sierra devices referenced are filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) coronary artery. During the procedure, three xience sierra stents (2.5 x 38mm 3.0 x 15mm, and 3.25 x 23mm), were deployed; however, thrombosis was noted on all three stents. There were no device issues and the stents were well-apposed to the vessel wall. Aspiration was performed to remove the clots and the patient was given medication. The procedure went well. The patient remained on medication and was stable. No additional information was provided.